Event description:
Treatment of an ophthalmic aneurysm. It was reported after deployed the pipeline, several manipulations were required to achieve full wall apposition. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).